Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crack valve, an extended opening, and flat creases. Leak test and microscopic analysis was performed which identified: crack valve, partial delamination of the valve (adhesive failure), and a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage, a cracked valve seat diaphragm valve, and partial delamination of the valve assessed as adhesive failure.

Event description:
The device has been explanted.